Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00035.

Event description:
Allegedly earlier this fall he presented with the subacute onset of symptoms. His co level was 3.0, his mr showed capsular thickening, and his hip aspiration showed a high number of wbc's (156k). Because of a concern for possible infection, he was treated acutely with irrigation, debridement, and head-neck exchange. Intraoperative findings showed marked capsular thickening and obvious corrosion of the stem-neck junction. Further evaluation demonstrated the absence of evidence for infection. Pt. Revised.